Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. During implantation, the patient coded during the process requiring cardiopulmonary resuscitation and four more shocks, return of spontaneous circulation was obtained. In addition, the complainant reported high purge pressure during patient support. Additional information was provided that noted the patient expired. There was no reported relation of the impella with the patient's outcome.

Manufacturer narrative:
H6 : added "3243-stress problem identified" to coding to account for kink.

Manufacturer narrative:
High pressure purge: some evidence of biomaterial was seen in the purge gap. The pump was run in the lab and the high purge pressure was not reproduced, with purge pressure at around 750 mmhg. The data logs how a sudden spike in purge pressure indicative of a potential kink in the line, thus the root cause is most likely a purge line kink. Vt/vf: this complaint has been identified as part of a retrospective review. Due to limited clinical information and lack of available data/product the root cause of this patient coding investigation is not determined. B2 selection death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21367. G1 reporting contact email revised on manufacturer device report 1220648-2024-21367 in accordance with updated procedures. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2024-21367. H6 type of investigation code 4121 and 4112 was inadvertently omitted on the initial manufacturer device report number1220648-2024-21367-1. H10 investigation results was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21367-1.